Event description:
It was reported that patient had a battery replacement for an m1000 on (B)(6) 2021 and recent interrogation showed battery at 50%-75%. The patient barely uses the magnet, autostim is not enabled and normal mode settings are low. No additional relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was later reported that upon further analysis, this is a previously known defect with the firmware of the generator. The charge accumulation battery level displayed to the user is less than the true battery life remaining due to this firmware issue. We except this battery to prematurely deplete but not as aggressively as what is communicated to the user. (B)(4). No additional relevant information has been received to date.

Event description:
Patient later reported that she was having pain deep in her chest that she says is due to the vns every 30 seconds. She said that stimulation then feels like it is behind her ear and eye and then feels like lightning bolts running up the side of her head. She said that it is a funny feeling that has been going on for 7 or 8 months. Physician later reported that the symptoms patient reported are not related to vns. The patient is known to complain about many different odd pains and aches and tends to jump to conclusions quickly, per the physician. The vns device is functioning properly and not causing any harm or discomfort. Patient later had a prophylactic generator replacement. The suspect generator has not been received by manufacturer to date.

Event description:
It was later reported that patient was referred for surgery. No known relevant surgical intervention has occurred to date.